Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-15911, 2017865-2019-15913.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 4.9 cm. Analysis was normal. No anomalies were found.